Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple patients was not crossing over to multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients was not crossing over to multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing over to multiple stations. A technical support specialist identified that only five stations were offline in remote support service (rss). The customer was notified that the issue appeared to be related to the internal network. The stations later came back online without bd involvement. The system functioned as intended after the technical support specialist verified the issue.